Event description:
It was reported that the device was explanted when an alert message, "possible output circuit damage detected" was observed on the programmer screen. Noise and low bettery voltage due to high voltage aborted charges were also reported. As a result, the device was explanted.